Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 580 mg/dl at the time of incident and the current blood glucose value was 237 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose level. The customer stated that the symptoms related to high blood glucose such as neck and shoulder aching had hard time talking. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they had contacted their health care professional regarding the high blood glucose. The customer stated that the auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Customer did not allege insulin pump was under delivering. Customer reports basal rates were programmed accurately. Customer reports bolus history displays all bolus entries based on their recollection. The device will not be returned for analysis.